Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4) other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal precision ace procedure in mitral position where during the procedure, the first implant was released with a broken actuation wire break on a single leaflet device attachment (slda). The patient had simple pathology and central mitral regurgitation (mr) and it was a one-device strategy case. A good result was achieved with first grasp centrally. A perfect grasp of both the posterior mitral leaflet (pml) and anterior mitral leaflet (aml) were confirmed on echo. During suture removal of the device, the clasp was noted to raise from both captured leaflets. The aml leaflet was noted to have lost capture resulting in a slda of the aml. There was no unusual tension on the sutures, it went normal as per physician, although the clasps were lifting when flossing. As per the clinical specialist perception, the clasps were not observed to be lifting during flossing. While deploying the device, the dark gray (dg) slider was pulled first with no issue. When noticed on echo, aml missed steering back the steerable catheter (sc) fin from (5 o clock) to neutral position (2 o clock). The clinical specialist (cs) considered the incorrect clocking of the device from both the cs and the physician may have led to additional tension in the system that may have contributed to the slda during release. It was tried to use the guide sheath (gs) in the attempt to free the pml but due to a high puncture height (>5cm), the physician could not retrieve the device back into the gs. The cs confirmed that the physician stressed the device a lot. Device was opened for rolling technique, but the team was cautious and could not open the implant further than diamond shape when holding the sc and advancing the gs. After unsuccessful attempts at retrieving the implant slda, the cs mentioned he was uncomfortable with using other troubleshooting of rolling the device. The implant was only ever opened up until the diamond shape configuration during troubleshooting. When looked at fluoro, it was seen that the actuation wire (aw) was broken at this point. The device aw break was confirmed on fluoro when the aw was no longer attached to the distal nut of the implant. The implant was released with the broken aw break on the slda. The team did not perform aw break bailout procedure and the threads remained in the distal nut of the implant. A second device was placed to stabilize first slda device. Started with mr 4, brought it down to 1 prior to the slda. Final mr was a grade 3. Surgery was not an option for this patient as this patient was very sick.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, d4, d9, g3, g6, h2, h3, h6 and h11. The complaint for implant unable to be retrieved into sheath resulting in tissue damage during retrieval was confirmed with objective evidence of the returned device. Evaluation of the returned device confirmed the actuation wire was broken at the most proximal thread. Per the clinical specialist account, excess tension was introduced into the system during implant optimization leading to posterior leaflet detachment during suture removal. Given that both sutures had already been removed at the time the posterior clasp detached from the leaflet, bailout without clasp control was attempted and was unsuccessful due to additional stress induced during the bailout procedure that ultimately led to the actuation wire break. No manufacturing non-conformities were found on the returned wire. Sem imaging was taken of the wire fracture surface and there was no strong indication of a material deficiency but instead revealed the fracture was due to bending overload at the most minor od of the proximal thread. Available information suggests that the maneuvers performed during the attempted bailout without clasp control likely contributed to the wire fracture. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra procedure was confirmed with empirical evidence by the edwards clinical specialist present at the case. Procedural imaging of the case was not able to be retrieved for further evaluation. Information provided by the edwards clinical specialist present during the procedure, confirmed that during the removal of the posterior clasp suture line, the grasp on the posterior leaflet was lost. Prior to initiating the implant release steps, the physician had performed some leaflet optimization, and it is believed that the steerable catheter was not reset to a neutral position prior to release generating additional tension throughout the system. As the posterior suture line was removed, this tension in the system likely translated to the implant leading to the detachment. Since the anterior clasp suture line had already been removed prior to the posterior, it was not possible to perform a standard bailout by lifting the anterior clasp off the leaflet. Bailout without clasp control was attempted and was unsuccessful due to the occurrence of an actuation wire break. This resulted in the release of the implant from the implant system as an slda. To rule out any device malfunctions, the suture lumens of the device were visually inspected with a borescope and were confirmed to not have any occlusions that could cause issues with suture flossing.

Event description:
Additional information received stated that the slda implant was pretty stabilized and appeared as to be on diamond shape. Current status of the patient has not shown up in the clinic for a while but was released in good condition.